Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event, information received through a literature review. The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: title: acute limb ischemia caused by incorrect deployment of a clip-based arterial closure device.

Event description:
This information was obtained through literature review: "wideochirurgia I inne techniki maloinwazyjne = videosurgery and other miniinvasive techniques." It was reported that a puncture closure of an unspecified vessel was completed using a starclose se device after an unspecified procedure. Reportedly, six hours after starclose se clip placement the patient had symptoms of acute limb ischemia. Surgical intervention was performed to restore blood flow. An attempt of closure of an inadvertently punctured narrow superficial femoral artery was identified as the cause of this complication. No additional information was provided.